Manufacturer narrative:
The insulin pump was received with constant unexpected restart alarm due to faulty motherboard. Analysis was unable to verify for motor error alarm due to constant unexpected restart alarm after installing the battery. The motor was tested outside the device and passed motor test. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 279 mg/dl. Troubleshooting was performed. The device was returned for analysis.